Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. When the device was explanted, the nurse noted that the automated impella controller was at 50% battery when plugged in. It was thought that it might be the socket having an issue. Biomedical was notified to plug it in and monitor if it was charging. It was checked and is still at 50%. No patient harm was reported.

Manufacturer narrative:
The device was returned d9 was updated.